Manufacturer narrative:
One catheter was returned for evaluation without any attached components. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous; there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body or balloon was observed. Balloon inflation test was performed using lab syringe with 1.0 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was obtained from the returned label. A device history record review was completed and documented that device met all specifications upon distribution. The complaint of inaccurate values could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that after catheter insertion, the catheter was connected to the monitor but blood temperature indicated on the monitor was showing room temperature value. This occurred on the first day of use. The catheter was reconnected, the monitor was restarted but the problem was not solved. The catheter was replaced and then the problem was solved. There were no patient complications reported.